Manufacturer narrative:
Before medela llc could respond to the customer's email, the customer contacted customer service by phone on 04/16/2019, additionally alleging that her pump in style breast pump was painful when on the lowest vacuum setting and she could not turn it down any further. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 04/26/2019, the customer indicated that she developed thrush in (B)(6) 2019 and a staph infection in (B)(6) 2019, for which she was prescribed an antibiotic and antifungal medication. She confirmed that the thrush and infection had since cleared up and that her physician believes it was from pumping too much, since she pumps exclusively. She indicated that she had always had pain with pumping, which started because of her baby's bad latch that caused nipple damage. She additionally indicated that the replacement pump was gentler than her original pump, but she still had pain and nipple damage. The customer was offered and accepted contact with a medela clinician. In follow up with a medela clinician on 05/02/2019, the customer indicated her pumping was more comfortable and she did not have any signs of mastitis or thrush. The medela clinician provided tips on how to make pumping more comfortable, along with support and encouragement. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/02/2019 and it passed suction and cycle specifications. Refer to attached product evaluation, the customer's report of high suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast. (B)(4).

Event description:
On 04/13/2019, the customer alleged via email to medela llc that her pump in style breast pump, which she had for 5 months, had been making squeaking and chirping noises and had been "acting weird."